Event description:
It was reported to boston scientific corporation that following implantation of an uphold vaginal support system in an anterior repair, posterior repair, and transobturator vaginal tape procedure, the patient experienced a hematoma. All other information, including the patient's current condition, is unknown and reportedly unavailable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.